Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz5 left; cat#5512-f-501; lot#jnev; tri ts baseplate size 4; cat#5521-b-400; lot#jynkd; dura duration all poly pat med; cat#6642-2-100; lot#443477; tri post augment sz5 10mm; cat#5544-a-500; lot#ienl; triathlon stem extender 25mm; cat#5571-s-025; lot#mmnlxv; tri press-fit stem 15x150mm; cat#5566-s-015; lot#m7l37a; triathlon total knee system offset adapter 6mm; cat#5570-s-060; lot#m7s07l; tri post augment sz5 5mm; cat#5543-a-500; lot#insh; triathlon femoral distal augment 5mm - size 5 left; cat#5540-a-501; lot#inhm; tri press-fit stem 20mm x 100mm; cat#5565-s-020, lot#m8s40d . It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
On (B)(6) 2014 the patient got implanted by dr. (B)(6). The patient got infected and an I&d and only the poly component was exchanged on (B)(6) 2017.